Event description:
It was reported that during the implant procedure the physician had trouble retracting the helix after it was extended. The lead was implanted after it seemed to have worked. Two weeks post implant the lead dislodged. At which time the helix would not extend or retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.